Event description:
It was reported that the touch screen on the unit drifted during patient treatment. A re-calibration was performed a few of times, but the touch calibration drifted and was not available for awhile. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary has not investigated the unit. The product failure investigation, analysis and resolution for the device described in his report will be provided by maquet cardiopulmonary ag. A supplement medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
According to the service protocol the touch calibration drifted and even though the touch screen was tried to be re-calibrated, the new calibration only lasted a couple of days. Therefore the failure could be confirmed. In addition it could be determined that the reported malfunction cannot lead to a serious injury or death. The touch panel was replaced. The new panel was calibrated and a long term test (two weeks) was performed successfully.

Event description:
(B)(4).

Manufacturer narrative:
Due to a review of the complaint and its reporting decision performed on 09/18/2015 it was determined that the complaint was actually not reportable. The device is still able to support the treated patient when the touchscreen had stopped responding. Therefore there is no indication that this malfunction is likely to cause or contribute to a death or serious injury if recurring.

Event description:
(B)(4)